Event description:
According to the reporter, during a gastrectomy procedure, the device had a firing issue, the purple load was unable to be fired. A new reload was used in order to complete the case. No patient injury.